Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per oos, this device came up with the "re-initialization" screen, but would not re-initialize. Per biotronik representative, this device also showed a low battery message in the course of troubleshooting. This device was replaced with another cylos dr-t. In 2009 - device was discarded by the md at the implanted. Rep attempted to retrieve the device, however the nurse removed the wrong device from the sharps container, and that was returned instead. The device has since been discarded by the hosp and will not be returned.